Manufacturer narrative:
The reported event of pericardial effusion could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an atrial ventricular renodal tachycardia /accessory pathway procedure, a pericardial effusion occurred, which was confirmed by transthoracic echocardiogram. Prednisolone and colchicine were administered to treat the effusion. Symptoms include the patient's report of pain during inspiration. The patient was discharged in improved condition on (B)(6) 2023. The physician believes the effusion was caused by irritation of the pericardium. There are no performance issues noted with any abbott device.

Event description:
Following an atrial ventricular renodal tachycardia /accessory pathway procedure, a pericardial effusion occurred requiring administration of medication. The physician believes the effusion was caused by irritation of the pericardium. There was no reported malfunction of any abbott device.